Event description:
Related manufacturer reference #: 1627487-2019-09752. It was reported the patient had an infection at the cervical lead site. As such, the patient underwent surgical intervention on (B)(6) 2019 where only the leads were removed. The infection area was also cleansed and sanitized. The patient is using antibiotic therapy. Reportedly, the issue is resolved.